Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, the endoscopic image of the subject device was disappeared. Then, when the user facility cycled the power of otv-s300 used in combination with the subject device, the subject device was restored. The sales staff of olympus checked the subject device at the sales office and found that the endoscopic image became abnormal and the error e218 which indicated the subject device was broken occurred after a few moments turned on the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found following. The reported phenomenon was not duplicated. After heating the video connector part (board part), the reported phenomenon was duplicated. After that, when the video connector part (board part) returned to room temperature, it was confirmed that the image is displayed normally. There was a scratch on the video connector part. When the mechanical stress such as tilting, bending, light impact, or pulling is applied to the video connector, the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the heating stress or the mechanical stress such as tilting, bending, light impact, or pulling.